Manufacturer narrative:
The clinicians reported that they removed and reinstalled the breathing system to correct the issue. Customer contact reports patient is caucasian, female. No other information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.